Event description:
It was reported that the device was used during a thoracotomy procedure. It was reported that the instrument would not close down on tissue during a thoracotomy. Another device was used to complete the case. There was no consequence to the patient.